Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 - annex a. Investigation ¿ evaluation. On 25oct2021, it was reported by waikato dhb in new zealand, that the hub of a turbo-ject® single lumen power-injectable PICC (rpn: upics-4.0-CT-nt-1111, lot#: ns13302918) separated from the device. The device was required for a pediatric patient for regular chemotherapy administration. On 26may2021 during placement, the device was cut to 36cm and was inserted into the left brachial vein with the tip of the catheter located at junction of the superior vena cava and the right atrium (svc/ra). The device was then secured with a PICC securing device (securacath, rpn and lot# unknown). On 17aug2021, the patient was at home eating dinner when the hub ¿fell off¿ the catheter and the line was then exposed and open to air. As a result, the patient was taken to the hospital where the device was removed and replaced. No other adverse effects were reported for this event. Reviews of the documentation, including the complaint history, device history record (DHR), instructions for use (IFU) and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One used upic line was returned for evaluation. The extension tubing was completely separated from the batwing hub. It was noted that tubing material was still present inside the batwing hub. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot ns13302918, as well as sub-assembly and raw material lots, found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product number. Cook has concluded that there is no indication the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [t_ctpicctt_rev4] ¿turbo-ject peripherally inserted central venous catheters with micropuncture peel-away introducers,¿ provides the following information to the user related to the reported failure mode: warnings: ¿the safe and effective use or turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use turbo-ject PICC lines with a power injector, the technician/health care professional must verify: the catheter lumen has ¿CT¿ on the hub to indicate the lumen is power injectable. Prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table. *maximum flow rate pressures are determined with pump safety cut-off set at 325 psi, using contrast media with a viscosity of 11.8 cp. **static burst pressure is the failure point of the catheter when totally occluded. Warning: power injector machine pressure limiting feature may not prevent over pressurization of an occluded catheter. Precuations: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter placement (fluoroscopic method) 14. After the catheter is in final position, remove the obturator, secure the catheter to skin and dress in standard fashion. Catheter placement (non-fluoroscopic method) 9. After catheter is in final position, remove obturator, secure catheter to skin and dress in standard fashion. Power injection procedure 1. Use only lumens marked ¿CT¿ for power injection of contrast media. Warning: use of lumens not marked ¿CT¿ for power injection may result in catheter failure. 5. Ensure adequate blood return and flush catheter thoroughly with the entire 10 ml of sterile normal saline to ensure lumen patency. Warning: failure to ensure patency of the catheter lumen prior to injection may result in catheter failure. 6. Remove syringe and attach power injection device to the catheter using the manufacturer¿s recommendations. 7. Conduct study using the power injector, making sure not to exceed the maximum flow rate or pressure limit for the catheter. How supplied ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, examination of the returned product and the results of our investigation, a definitive cause for the failure could be traced to device design. A previous CAPA investigation found that the product issue is related to inadequate flexural strength in a previous hub design change. The investigation further found that the devices were manufactured to specification and there was no evidence of lot-related issues. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The device was received by cook on 10nov2021. Preliminary device analysis noted that the extension tubing of the catheter experienced complete separation near the hub. Extension tubing material is visible inside the hub.

Manufacturer narrative:
Customer (person): phone: (B)(6). Email: (B)(6). Occupation: clinical products advisor this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the hub of a turbo-ject® single lumen power-injectable PICC separated from the rest of the device. The device was placed in the patient's left brachial to be used for regular chemotherapy. The tip was located at the superior vena cava/renal artery junction. The device was cut to 36 cm and secured. The event occurred while the patient was at home eating. It was reported that the line did not experience any tension, stress, or trauma. Due to the separation, the line was exposed and open to the air. As a result, the patient was taken to the hospital, where the line was removed and replaced so that treatment could be continued. No other adverse effects to the patient have been reported.